Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: at follow-up call on (B)(6) 2018, the customer's condition had improved and he did not currently have any symptoms. Customer went to the hospital on (B)(6) 2018. The customer's blood glucose test result at the hospital was 603 mg/dl non-fasting; unknown if result was from lab test or glucose meter. The diagnosis was hyperglycemia and customer was given lantus 20 units and IV and lantus 10 units injection. Customer was discharged the same day. Customer had followed up with his physician on (B)(6) 2018 and physician prescribed new medications. Customer had performed additional blood test with truemetrix meter and had obtained blood glucose test result of 180 mg/dl fasting. Customer stated this is normal based on new medications prescribed. Customer's wife, who is caretaker to customer, stated prior to (B)(6) 2018 the customer was stashing his medications and snacks underneath the bed and was not being compliant to his medication regimen and skipping dosages.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. During the call on (B)(6) 2018 the customer was not feeling well and reported symptoms of increased thirst and irritability. Customer was going to seek medical attention and was not able to continue the troubleshooting process. No further information was able to be obtained.